Manufacturer narrative:
(B)(4): 510(k)#: k042873this report is made based on the results of evaluation completed on (B)(4) 2011.

Event description:
Evaluation revealed a force sensor issue. This report is made based on the evaluation results.

Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The display had a dim reddish screen. Review of the pump history confirmed multiple loss of prime alarms due to zero force and low non-zero force. The force sensor calibration test confirmed the sensor is detecting the correct force. The subject pump was exercise for 24 hours with no loss of prime alarms given. This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6).